Event description:
The patient reportedly has been a poor performer since implantation. The pt was seen for device evaluation. Programming adjustments were made. Testing performed confirmed the device was functioning. The decision was made to explant the pt's device. Surgery to explant the pt's device is to be scheduled.